Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed circuitry of the usb wi-fi adapter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.

Event description:
The investigation of the device revealed a finding of exposed circuitry on the usb wi-fi adapter. The patient electronic unit and adapter were replaced and there were no adverse consequences reported by the patient.